Event description:
The customer reported that the fiber cap detached inside the pt at 127,318 joules during a prostate procedure. It was reported that the fiber cap was retrieved. The method of cap retrieval was not reported. It was reported that there was no pt injury.

Manufacturer narrative:
The device was returned to the MFR and analyzed. Joules were verified on the fiber card as 102,520 joules. The failure analysis disclosed that the fiber cap was detached and that the fiber was broken proximal to the glue zone. The detached cap was not returned with the fiber. The fiber end was melted and burnt. Based on the analysis findings, the fiber/cap condition would result in forward firing of the side firing fiber, which has been identified as a potential safety issue. The root cause of the device failure was determined to be heat accumulation, likely due to tissue contact and/or anatomical/procedural factors encountered during the procedure, accelerating cap wear and limiting the performance of the fiber. The product labeling warns that tissue contact or tissue probing may cause fiber damage or breakage.